Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description. Service report and log files were not attached to this investigation. Our field service engineer was on site to investigate the reported issue further and found out signs of water ingress on the pneumatic back-plane pc board. Moreover, the fse was informed that water was accidentally poured into the ventilator during removal of the humidification tank. After the ventilator was dried of water, it was tested and it passed multiple tests. However, the fse recommended replacement of the pneumatic back-plane pc board and as a precautionary measure the ventilator was temporarily decommissioned. There is no further information on how or if the issue has been resolved.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the printed circuit of the ventilator was contaminated with water/liquid. There was no patient harm. Manufacturer ref.#: (B)(4).